Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the downloaded log files; however, the alarms were not reproduced during testing of the returned system controller. The downloaded system controller event log file contained spanning approximately 5 days of relevant data (21jun2023 ¿ 26jun2023 per the timestamp). The log file captured atypical power cable disconnect alarms that were not associated with true power cable disconnections on 24jun2023 from 12:28:47 to 17:09:58 due to the relative state of charge (rsoc) and bus voltage levels dropping to approximately 0 v. The log file also captured atypical low voltage hazard alarms on 24jun2023 from 16:56:17 to 16:56:19 and from 17:01:09 to 17:09:11 due to the black power lead being disconnected from power while the rsoc voltage level on the white power lead was approximately 0 v. The atypical alarms occurred while connected to the power module and occurred on the white power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the controller power cables were manipulated by hand. The integrity of the wires in both system controller power cables were evaluated and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18jun2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having "patient cable disconnect" alarms from the white lead despite being connected to a power source. Despite placing the patient on a new patient cable and power module, the alarm persisted. The controller was exchanged on (B)(6) 2023, which resolved the alarms.